Event description:
It was reported that the patient experienced diminished battery life. There was no adverse impact to the customer's blood glucose level. The customer declined transfer to customer technical support, and there were no additional actions reported regarding the outcome of the event.